Manufacturer narrative:
Submit date: 09/15/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 09/12/2016 that a customer had an issue with a catheter. The customer states 16fr foley catheter was placed in patient on (B)(6) 2016 in theatre. On (B)(6) 2016 the catheter was to be removed, the balloon did not deflate. The y-port was cut at the backend of catheter to remove the fluid - no fluid leaked out. The patient was sent to radiology where the balloon was cut and thereby removed.

Manufacturer narrative:
There was no sample received for evaluation. The batch number provided in the complaint report (B)(4) is incorrect. This batch number belongs to a red rubber product where the reported product code affected was 25163. Since the sample was not yet received for evaluation, the reported condition could not be confirmed and a definitive root cause could not be determined. Since no negative trend exists, an actual root cause for the reported condition cannot be specifically identified; therefore, corrective actions will be limited to manufacturing awareness. The investigation will be re-opened if a sample is received. A device history record (DHR) review could not be performed because the lot number provided by the customer is not a valid lot number for this reported product. As part of the manufacturing process, a device history record is generated for the lot of product meeting all acceptance criteria prior to release. This complaint will be recorded for tracking and trending purposes.